Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a colon procedure that not all of the staples formed correctly. The malformed staples were removed. The surgeon over-sewed the area. There were no adverse consequences for the patient.